Event description:
Related manufacturing reference: 3002953813-2018-00060. During a radiofrequency ablation procedure a patient burn occurred. No further information was provided.

Manufacturer narrative:
One 4 lesion nt2000 pain management rf generator was received. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were tested. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. Based on the information provided to abbott and the investigation performed, the root cause of the reported patient burn cannot be conclusively determined as the issue reported was not reproducible during the functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.